Manufacturer narrative:
(B)(4). A batch review will be performed. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that leak was observed from the fill port of a large volume infusor before the end of the therapy. The infusor was filled with fluorouracil (non - baxter product). There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: (the reported leak occurred after solution got inside of the housing and outside of the bladder, but the reporter did not specify whether this was the leaking solution or whether backflow from the bladder occurred). Correction: (the reporter corrected the lot number during follow-up contact). The device was returned for evaluation. Visual inspection identified fluid inside of the housing and outside of the bladder. When the device was positioned on its side, a small amount of fluid inside the housing was observed coming out at the top area of the device, near the ¿injection site¿, or fillport. However, this is not a leak because the device is not designed to be completely sealed at the top area; solution is expected to come out at the top area if the device is positioned on its side when solution is in the housing. This is not a defect and the reported leak could not be confirmed. A review of all batch record documents was performed for lot number 12b045 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.